Manufacturer narrative:
Conconmitant medical product(s) - xp femoral interlock with pegs catalog# 195204, lot# 331520. Xp tibial bearing right lateral, catalog# 195774, lot# 537790. Patella button, catalog# 11-150820 ,lot# 712170. Xp tibial bearing right medial, catalog# 195844, lot# 538410.

Event description:
It was reported patient underwent a revision procedure due to tibial loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the primary operative notes indicates that the surgeon noted no complications. X-rays were taken and reviewed by the surgeon at both the one and two year follow up visits. Possible loosening of the lateral side of the tibial tray was noted during both visits prior to the revision procedure. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.